Event description:
It was reported that the left ventricular lead exhibited an impedance of less than 200 ohms. The lead remained implanted, no intervention has been made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information indicates the lead was capped and replaced on (B)(6) 2013.